Event description:
In 2009, the patient reported that he received an e4 (occlusion) error on his infusion device while attempting to bolus and his blood glucose was elevated. He stated that the infusion tubing had been in use for 4 days and the infusion site had been in use for 2 days. To troubleshoot, the patient was instructed to disconnect from this infusion site and e4 was displayed when he placed the infusion device in the run mode. He was instructed to remove the infusion tubing from the infusion device and he was able to place it in the run mode without error. He bolused through the adapter without error. He attached a new infusion tubing and primed without error. He stated that his blood glucose measured 75 mg/dl before bed last night and when he woke up it was "quite high" at 225 mg/dl. He bolused through the infusion device to lower his blood glucose. His normal blood glucose range is 60-300 mg/dl. Upon follow up five days later, the patient stated that his blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.